Event description:
It was reported that during a breast biopsy the probes cutter would not retract properly but the lcd screen indicated the cutter was fully retracted. There was no pt consequence reported. Case was completed using the unit and hoslter.

Manufacturer narrative:
Date sent: 06/16/2008. Transverse drive shaft. Based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint and found internal contamination of the translational drive shaft caused no cutter movement per the complaint. To correct the customer complaint the analysis site replaced two drive shafts and two bushings. The power cable lemo connector was damaged and to correct this issue the site replaced the power cable. Per the service manual, service tests were performed and the unit passed all tests. The device history record has been reviewed and has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.